Manufacturer narrative:
A customer reported that their AED is prompting an error of "replace battery now warning". The customer stated that they used another battery and it gave another service code as well but was cleared with a manual self. Analysis of the log files from the AED showed it was manufactured on 09/22/2020 and placed into service on (B)(6)2022 with battery pack serial number (B)(6). On (B)(6)2022 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2007. On (B)(6) 2024 the new battery pack was installed and the old one was reinstalled. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
A customer reported that their AED is prompting a replace battery now warning. The customer stated that they used another battery and it gave another service code as well but was cleared with a manual self. They reported that this did not occur during patient use.